Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 233-249 (mg/dl). Subsequently, the customer reported being stung by bees; however, sustained no injuries due to the elevated bg levels. Reportedly, the customer delivered a correction bolus with the pump to address bg level. Recommendation was made to consult with health care provider regarding diabetes management. At the time of the reported event, the customer's bg level was 162 mg/dl.